Event description:
The lay user / patient contacted lfs on (B)(6) 2010 alleging that the display was fading on their one touch ultra 2 meter. A medical surveillance specialist (mss) was unsuccessful in getting a hold of the patient and sent a letter to obtain further clinical information. The patient mentioned that the alleged issue began on (B)(6) 2010. Due to the alleged issue the patient ate more food/ drink. At an unspecified time the patient felt sweaty and dizzy. The patient only self-treated with food and drink. The patient did not seek any medical attention or contact their physician for assistance. The patient was not tested on another device. This was not the first time the product was being used. The patient denied any misuse of the product. The product was being replaced. It would have been helpful to know whether the patient exhibited symptoms before or after attempting to test her blood glucose and whether the patient was able to interpret any numbers on the meter. The complaint is being reported since the patient alleged that due to the faded display she developed symptoms and had to self-treat with food.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.